Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range pace impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that due to the intermittently jumpy measurements this lead exhibited, it appears this may be a spring contact issue. Reprogramming options and therapy optimization were discussed. Further information was received that tachy therapy was deactivated to provide comfort for this patient. No additional adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range pace impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that due to the intermittently jumpy measurements this lead exhibited, it appears this may be a spring contact issue. Reprogramming options and therapy optimization were discussed. Further information was received that tachy therapy was deactivated to provide comfort for this patient. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range pace impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that due to the intermittently jumpy measurements this lead exhibited, it appears this may be a spring contact issue. Reprogramming options and therapy optimization were discussed. No adverse patient effects were reported. At this time, this lead remains in service.